Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.632" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage. The complaint regarding one side of the instrument snapped off when it got stuck to another instrument was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had one side snap off when it got stuck on another instrument. The procedure was completed with no reported injury.